Event description:
Per the clinic, the patient was placed under general anaesthetic in order to replace the patient's abutment due to skin overgrowth at the implant site. No patient injury was reported during this event.